Event description:
It was reported that they received a tighten assembly message, a relax pressure on blade message and a generator error message during a gyn procedure with two handpieces. They replaced the handpiece and were able to complete the case without incident. No additional details were known at the time.

Manufacturer narrative:
(B)(4). Date sent: 03/22/2012. Information anticipated, but unavailable at this time. Additional information: how was the hand piece cleaned prior to this procedure? Yes. How was the hand piece sterilized prior to this procedure? Unknown. Was the hand piece immersed in liquid for cleaning or sterilization? No. Has the hand piece been used with reprocessed/remanufactured disposables? No.

Manufacturer narrative:
(B)(4). The handpiece was received in good physical condition. It was connected to a generator, evaluated with a test instrument and was found to function as intended. No error codes were displayed at any time during testing. The handpiece was fully functional and conforming to design specifications.